Manufacturer narrative:
Initial reporter address 1: (B)(4). Initial reporter city: (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the superficial femoral artery. A 5.0 x 100, 75cm mustang balloon catheter was advanced for dilation. However, on initial inflation at 14 atmospheres for 5 seconds, the balloon ruptured. The device was removed without problem and the procedure was completed with another of same device. There were no patient complications reported.